Manufacturer narrative:
Exact patient age is unknown, but patient is reported to be over 18 years old. The complainant indicated that the device will not be returned for evaluation due to being implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was used during a stent placement for treatment of a duodenal stenosis due to cervical cancer and peritoneal dissemination, performed on (B)(6) 2012. According to the complainant, the lesion was 3-5cm in length with a central focus on flexura duodeni inferior. Post procedure, the patient complained of abdominal pain and had symptoms of peritoneal irritation. Computed tomography was performed and a perforation was found at the lesion site. On (B)(6) 2012, abdominal surgery was performed and the physician could not locate the perforation due to it being sclerotized and the patient had peritonitis. A wash treatment was performed, and the surgery was closed. According to the physician, the patient had peritonitis prior to the procedure, but this event of peritonitis stemmed from the perforation in a different area. The device remains implanted. The issue was resolved without any residual effects, and the patient condition was reported as stable post surgery.